Manufacturer narrative:
The iabp mentioned in section d1 and d4 are for the original iabp sys98; however, this iabp has been upgraded to a cs300 which is the iabp reported by the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during routine check system 98 intra-aortic balloon pump (iabp) had battery smell. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6. (Type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions). A getinge field service engineer (fse) replaced leaking lead acid battery (d146-00-0039) and safety disk as pm procedure. The product was in good condition and fully functional.

Event description:
N/a.